Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alerts (lia) due to high rate non-sustained episodes, elevated sensing integrity counter (sic), and impedance variation. The rv lead experienced high/undefined pacing impedance and rv/superior vena cava (svc) coil impedance. Additionally, the rv lead exhibited oversensing/noise. The rv lead was fractured as under fluoroscopy a break was noted by the distal end of the suturing sleeve. It was further noted that the right atrial (ra) lead experienced a lead position check failure. The rv lead was cut, capped, and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.